Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for evaluation. The root caused could not be determined. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization procedure, an embolization coil implant became stuck during positioning and unexpectedly detached in a catheter. The catheter was removed along with the implant. There was no reported patient injury or intervention.

Manufacturer narrative:
Additional information: d9 (date device returned), h2, h3, h6, h10 (summary device evaluation): summary of device evaluation: the implant and microcatheter used in the procedure were the only components returned for evaluation. The investigation of the returned coil system found the implant stretched, compressed at the proximal end, and stuck inside the microcatheter. The microcatheter was returned damaged. This damage creates a smaller inner diameter of the microcatheter, which would cause increased friction during advancement or retraction. The investigation determined the separation of the implant is consistent with the implant becoming stuck and then experiencing retraction forces that exceeded the strength of the monofilament.